Event description:
It was reported that the surgeon intended to swap from a rechargeable stimulator to a primary cell, but could not get the leads to fit. The surgeon thought that the battery may have shorted and damaged the lead. The product was not replaced. There were no injuries and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3708140 lot# serial#(B)(4), implanted: 2007 (B)(6), product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the stimulator revealed that the battery was overdischarged and permanently damaged. The therapy avail diagnostic showed the battery discharged to the lock mode on (B)(4) 2012; the battery had discharged to the lock mode 4 times since the last 8840 interrogation. The condition of the ports showed no sign of shorting or malfunction to cause damage to a lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.